Event description:
The patient presented with 80% stenosis of the middle cerebral artery (mca). When the physician removed the balloon catheter (subject device) ¿a small dissection of the segment¿ was noted. Information obtained from the facility states that the vessel dissection was caused by the balloon catheter. A stent was placed across the stenotic segment and dissection. It was reported that ¿following stent placement there was improvement in the appearance of the dissection and the patient had an uneventful recovery from her procedure.¿ the patient was discharged home four days post procedure. It was also reported that upon a follow up angiography performed three months post operation, the ¿m1 segment was found widely patent.¿

Manufacturer narrative:
Conclusion: anticipated procedural complication. A review of the device history record (DHR)was performed on this batch and no issues or discrepancies were found. The DHR review showed that this device met all required specifications. Based on the investigation and the information provided, there is no indication that the released device, labeling or packaging failed to meet its specifications. The device was not returned for evaluation. There is no indication from the investigation or information provided that the reported event is related to product specification nonconformance or misuse. There is also no other indication that the device malfunctioned. Vessel dissection is a known and anticipated complications to these types of procedures and is listed as such in the device directions for use. As a result, a root cause classification of anticipated procedural complication has been assigned.

Event description:
The patient presented with 80% stenosis of the middle cerebral artery (mca). When the physician removed the balloon catheter (subject device) ¿a small dissection of the segment¿ was noted. Information obtained from the facility states that the vessel dissection was caused by the balloon catheter. A stent was placed across the stenotic segment and dissection. It was reported that ¿following stent placement there was improvement in the appearance of the dissection and the patient had an uneventful recovery from her procedure.¿ the patient was discharged home four days post procedure. It was also reported that upon a follow up angiography performed three months post operation the ¿m1 segment was found widely patent.¿